Event description:
Leica microsystems received a complaint regarding sub-optimal tissue processing, which was described by the complainant as under-processed. On (B)(6) 2012, leica microsystems received info that all tissue sample exhibiting sub-optimal processing were diagnosable. Investigation of this complaint by leica microsystems is continuing.